Event description:
Clinical narrative: an impella 5.5 device was inserted via direct aortic access in a 78 year-old male patient for elective placement for a coronary artery bypass graft and valve procedure. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage e. The patient was noted to be on inotropes and vasopressors for hemodynamic support. During device removal, the impella 5.5 device was unable to be withdrawn percutaneously. The physician reported applying the maximum amount of pressure based on comfortability. A sternotomy was performed, and the device was subsequently removed without complication. The device was successfully weaned, and the patient survived without any further adverse events. While on support, the impella 5.5 device was operating at performance level 5 with expected flows of approximately 3.2 liters per minute. The purge solution consisted of dextrose 5% in water with 25 milliequivalents per liter of sodium bicarbonate.

Manufacturer narrative:
The device was discarded. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.